Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini pocket on the drawer came out of the station during dispensing process. A field service engineer ran hardware test application (hta) and opened the drawer but found the engine stuck on the ladder. Removed the drawer and used a shim from the rear to free the stuck engine. Reinstalled the drawer, replaced the mini engine, and completed testing. The drawer operated correctly and fully functional. Ran hardware test application (hta) again and confirmed the drawer opens properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pocket containing fentanyl completely came out of the machine during the dispensing process. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.